Event description:
It was reported that the 6800 system does not fully reboot all the time. It was noted that it would take 3 to 4 attempts to boot. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the single board computer, display adapter pcb, image processor pcb and universal node pcb. The hard drive was also replaced on a subsequent visit. The system was tested and found to be working as intended and placed back into service.